Manufacturer narrative:
(B)(4). One used IV administration set was received for evaluation. Packaging returned with the set indicated the reported lot number. The set was subjected to leakage testing according to our internal specification. During this testing, leakage was observed at the bonded joint between the stopcock and manifold connection. A potential cause identified was that insufficient solvent in combination with an incomplete insertion of the stopcock may have been applied at this joint during the manual assembly of the set. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. However, bbmi has shared this reported event with all applicable supervisors and personnel involved with the manufacturing and inspection of this product to ensure awareness of this event and failure mode reported from the field. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. If additional pertinent information becomes available, a follow-up report will be filed. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with internal procedure (B)(4).

Event description:
As reported by the user facility: event # 1: reports that after priming the IV tubing the roller clamp is closed. However, the tubing continued to flow from the triple stopcock area of the set to the luer lock ending. Therefore, the set was not completely primed.